Event description:
It was reported that the patient presented remotely with an un-survivable infection. No other information was available.

Manufacturer narrative:
Further information requested but was not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.